Manufacturer narrative:
(B)(4). Batch # r5at08. Investigation summary: the analysis results found that the ecs25a device arrived with no apparent damaged, with all the staples present and protruding inside the pockets, with the breakaway washer uncut. In addition, the staple retainer was present and with staple marks. Further investigation on the device shows damage on the safety release it was slightly dented. No functional test was performed. It appears that an attempt was made to fire the device with the safety engaged and with the staple retainer placed. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was found that the staples had been protruded before use. The surgeon did not grasp firing handle at all. Another device was used to complete the case. There were no adverse consequences to the patient.